Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the patient let the ins die within a year period so the patient programmer (pp) would not communicate with the ins and patient could not put ins into MRI mode. Patient went on to further clarify that the patient reported the ins had been dead for a year. No symptoms reported. No further complications were reported/anticipated. Additional information was received from the consumer. It was reported that the system was not working because the leads were not in the right place. Therefore patient stopped charging. Patient reported it would not recharge on (B)(6) 2019. Patient reported they will have the ins removed. Cause was due to not charging.